Manufacturer narrative:
The customer had been upgraded per the mandatory fco back in (B)(6) 2018 proactively (customer had not experienced the adt reboot issue at that time), however, there were recent thunderstorms causing a power outage and the software reverted to an older software revision resulting in the occurrence of the 2018 adt reboot issue. The software was re-implemented.

Event description:
The customer reported that the ix would restart when attempting to discharge a patient. There was no patient incident.